Event description:
Subsequent to the implant of a protegen sling in 1998, the patient had the sling explanted in 1999. According to the patient, the removing surgeon said the implanting doctor didn't put the sling in correctly. The product was not returned for evaluation.